Event description:
Pt reported that a comparison between the pt's surestep meter and a health care professional (surestep) meter were 91 mg/dl (ss) and 64 mg/dl (health care professional) respectively (42% diff.). In addition, the pt reported feeling tired and having blurred vision. There was no allegation of harm.